Event description:
It was reported that the customer had a no delivery alarm on her insulin pump. The customer's blood glucose level was 279 mg/dl. Customer treated with the pump but was not sure if all the insulin delivered due to the alarm. Customer checked the bolus history and found that not all of the boluses delivered. Customer gave a manual injection. Customer changed the fill cannula to 0.5u. Customer stated that the insulin did exit. Customer was unable to remove the set at this time to examine the cannula. Customer was advised to change the entire infusion set. It was explained that there might have been a possible site related issue, possibly due to a bent cannula or site/set occlusion. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).